Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
The customer wanted to know how to read the pca (patient controlled analgesia) device and pcu logs, due to that unspecified "drugs were missing." This is all of the information that was given at the time of the report. "Missing 18ml from syringe - request interpretation of attached logs." Although requested, further information was not provided.

Event description:
The customer wanted to know how to read the pca (patient controlled analgesia) and pcu logs, due to unspecified "drugs were missing." This is all of the information that was given at the time of the report: "missing 18ml from syringe - request interpretation of attached logs." It was then clarified that the patient wasn¿t harmed. This patient is frequently re-admitted to the facility and is drug dependent. The customer suspects the patient has a pca key and opened the pca door/tampered with the drug plunger. Per the customer's biomed investigation, there was no device malfunction, and would like bd to confirm this in review of the logs. Although requested, further information was not provided.

Manufacturer narrative:
Investigation conclusion: the report of pca tampering (missing drug) cannot be definitively confirmed, however the pcu event log does show what appears to be tampering. The pcu event log shows pca s/n (B)(6) was programmed to infuse a pca dose request only infusion of hydromorphone 12mg/30ml (drugid 292) at 7:45 pm on (B)(6) 2020 using a 35ml monoject syringe with 28.0495ml detected (after 2.3704ml was primed). The infusion ran from 8:01 pm to 8:48 pm and delivered 8ml for 8 pca dose requests. The device is now in max limit and will not be able to deliver another request until 4 hours after the first dose was given at 8:01 pm. At this point there was 20.0495ml detected in the syringe. At 9:55 pm, the device only detected 1.8626ml, leaving 18.1869ml unaccounted for. Then at 12:10 am on (B)(6) 2020, the infusion stopped due to the syringe becoming empty after delivering 0.5ml out of the expected 1ml pca dose request, leaving an additional 1.3626ml unaccounted for. Prior to the unaccounted volume, the log shows the pca door was opened and is believed to be when the tampering occurred. The pcu event log also shows multiple instances of ava event alarms which were silenced; however, the log cannot tell who was responsible for silencing the alarms. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported possible pca tampering (missing drug) was not identified. Device history review: review of the pca s/n (B)(6) service history record showed the device had a manufacture date of 08apr2016. A review of the device service history record was performed beginning from the date of manufacture to the present date 11jan2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Only the event logs were provided for investigation.